Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the passeo-18 balloon is leaking from a gluing hole in the hub. Microscopic investigation revealed a gap on the gluing interface between hub and inner shaft causing the leakage. The respective internal departments were informed to address the issue accordingly.

Event description:
A passeo-18 balloon catheter was selected for treatment. The catheter was inserted into the patient and when using the inflation device, no pressure could be built up because the y-connector of the balloon catheter was leaking, and the fluid came out before any pressure could be built up. Another balloon was used and the intervention could be completed successfully.